Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to the information provided by the technician, during on-site visit - the check of the device was done and no malfunction was found. The device passed all performance tests and could be returned to clinical use. Unfortunately the device's logs were not provided for further analysis. Moreover, clarification if the o2 concentration was too low or too high was not provided. Alarm o2 concentration low (or high) is activated when measured o2 concentration is below (or exceeds) the set value by more than 5 volume % or concentration is below (or exceeds) 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. Unfortunately, as the cause of the alarm activation is unknown, the root cause could not be determined.

Event description:
It was reported that the ventilator generated an alarm indicating an incorrect o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).